Event description:
The dealer states that when the client went to through his threshold into his house, a component on his backrest broke. Dealer says client had bruises and scratches on his arm.

Manufacturer narrative:
MDR filed based on client's alleged injury was severe enough for a hospital visit and based on lack of information received during reporting timeline. We will continue to investigate this complaint to determine the cause of failure and obtain risk analysis. If during the investigation, the circumstance change, a follow-up MDR will be reported.